Manufacturer narrative:
Report source: post market surveillance for med consumables. No product will be returned per customer. The customer declined to return the product for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that an infusion of amiodarone was noted to be leaking between the non bd connector and tubing set while connected to a patient. There was no patient harm.